Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 15-june-2024, it was reported that the patient faced infusion set occlusion at site, which cause the patient's blood glucose was elevated to high, therefore patient had received correction injection via mdi for high blood glucose levels. The patient changed supplies as necessary and resumed insulin therapy. No further information.